Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the dust inside pump air tubing could not be determined, and cause of the corrosion inside pump air tubing was traced to competent failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, dust and corrosion inside the pump air tubing were observed. The service repair technician indicated that the most likely cause of the reported event was component failure. There was no patient involvement.